Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions was identified during the device evaluation: the three dimensional image has defects or was not displayed. A root cause could not be identified. Based on the results of the investigation, since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The most probable cause of the three dimensional image has defects or was not displayed was due to video cable was broken, and the probable root cause was likely due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video laparoscope had loose camera connection. The event had occurred during inspection for use. There were no reports of patient involvement.